Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display screen is hard to see and the light is not bright. Customer indicated that the numbers do not show up on the screen. Customer's blood glucose was 215 mg/dl at the time of incident. Troubleshooting found that the pump display returned to normal after the 2nd self test. Customer was advised to monitor the pump and call back if necessary.